Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. The device was received with moisture damage on the motor and vibrator tube assemblies. The unit was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests along with the operating currents test, self test, unexpected restart error test and off no power test due to a blank display. The insulin pump was received with minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip

Event description:
The customer's mother reported via phone call that her son's insulin pump was exposed to moisture; the son was sailing and the device's waterproof pack did not protect the device from the ocean. The patient's blood glucose at the time of incident was 400 mg/dl, which was treated via manual insulin injection. Troubleshooting was initiated for the exposure to moisture and the customer's mother confirmed that the display immediately went blank after moisture exposure. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.